Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03815, 2134265-2017-03836. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device & delivery system (wds) was prepped. The pigtail catheter was removed and the wds was advanced. After inserting approximately 15-20cm in the was, the physician noted a lot of resistance and the wds became kinked. The device was removed and a second 24mm wds was advanced; however the same issue occurred. They removed the second wds and then opted to change the was also. The procedure was continued with a second was and a third 24mm wds. As there may have been resistance due to the 14fr 30cm non bsc sheath, they pulled that sheath back about 7-8cm while prepping the third device. The device was deployed and met all criteria, therefore released successfully. Echocardiogram post procedure revealed a 3mm pericardial effusion which was posterior and inferior in the heart. The patient¿s vitals were fine. She was asymptomatic and no intervention was required. The physician felt the effusion was caused by the first was.